Event description:
It was reported that this pacemaker exhibited undersensing of one right ventricular (rv) signal during a ventricular tachycardia (vt) episode. The right ventricular intrinsic amplitude was noted to be out of range. Far field oversensing during the vt was also observed. Further review was recommended by technical services (ts). No adverse patient effects were reported. This product remains in service.